Event description:
The customer received questionable results from a coaguchek xs meter. The specific serial number used was not known as the customer stated they rotate meters within their facility and would not be able to figure out which meter was used. The result from the meter was 3.1 inr. The patient ended up going to the ER later that day due to a reaction to the flu vaccine and had his inr tested at the laboratory. The result from a laboratory using a stago analyzer was 2.2 inr. There was no allegation of an adverse event. The therapeutic range was 2.0 to 3.0 inr. The patient was not anemic, had no antiphospholipid antibodies, no direct thrombin inhibitors, no heparin, no coumadin dose change, no new medications, no new illness, no diet changes, and no signs of bleeding or bruising. The suspect product was requested to be returned for investigation. The customer was not able to return the test strips since they have been discarded. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.